Event description:
Rptr's back started hurting and breast started getting hard lumps. Mammogram showed implant was ruptured. She had her implants removed, one was ruptured, the other was leaking but was contained in the sac.